Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl and treated with manual injection. Troubleshooting was performed. The customer also reported that they had site issue but did not receive medical treatment as a result of site issue. The device will not be returned for analysis.